Event description:
It was reported that a pacing impedance measurement of greater than 2000 ohms occurred on 19 march 2019. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).